Event description:
This pt was admitted for cardiac related problems and was being monitored using a swan-ganz catheter. Cardiac output tests were being conducted every eight hours. On the fifth cardiac output test, when the nurse drew back on the syringe to draw in the injectate, the back-check valve in the co-set failed and blood was drawn from the pt. The nursing staff from this ICU stated that this has happened several times in the recent past (three to four weeks). Staff suspects that different lot numbers may be involved, though this is the first time facility is reporting it.